Event description:
It was reported by service report that the bed alarm is not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed exit was not working. It was confirmed by the technician that the bed was functioning to specification at the time of inspection.